Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax (B)(4) submitted a final report to (B)(6). The report stated "we were unable to identify any root cause that would have led to such contamination after conducting a microbiological assessment at our manufacturing site. Any contribution during the supply chain (transport, warehouse) was excluded as well. Re-processing at the hospital did apparently not contribute to the contamination as there were other devices manufactured by pentax that have been re-processed successfully at the time on the same washer disinfector (wd) while using the same chemistry. However, we cannot exclude a potential impact by the method of sampling and other site-specific contributors that could have lead to such results of a microbiological test. As these are the users responsibility we did not investigate these". The report went on to state, "as a precaution and in order to further mitigate any potential residual risk at our manufacturing site, we will implement the following measures: - water for leak-test and electrical safety test will be exchanged twice per day -each device will be placed in a drying cabinet immediately at the end of manufacturing the measures are expected to be implemented by 06/30/2016".

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, a device history review was performed which confirmed the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information regarding this event has been received, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036). The device involved in this event was declared operational by the facility and placed into routine use and therefore has not been returned for evaluation by pentax medical.

Event description:
Pentax medical became of aware of a report which stated following receipt of video gastroscope model eg-2990i/serial (B)(4), bacteriological samples collected after the first reprocessing and before putting into service presented the following results: staphylococcus epidermidis, 3 ufc. Micrococcus luteus, 1 ufc. The report also stated "after 3 successive reprocessings, in addition to the first, the controls have become compliant." Because of this, the device involved in this event was placed into routine use by the facility. Testing before first use is routinely performed in (B)(6). Pentax (B)(4) and pentax (B)(4), along with the facility, are currently investigating this event.